Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1200mg/dl. The father stated that he is unsure if his high blood glucose is due to the insulin pump or puberty. The caller mentioned that the nurse at the school told him the insulin pump alarmed no delivery, and they took him to the hospital. The customer's blood glucose was treated and released. Troubleshooting was performed. The time, date, and basal rates were correct. Reviewed the alarm history and found multiple no delivery alarms. The father stated that since they changed the insulin pump his blood glucose has been fine. No further information was provided.